Event description:
Pt had pigtail catheter inserted for perforated appendicitis. Two days following insertion the pigtail external plastic cup was noted to be cracked. The pt required replacement of the pigtail catheter via interventional radiology. FDA safety report ID# (B)(4).